Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had seen by paramedics with hypoglycemia. The patient's blood glucose levels went from 230mg/dl to 45 mg/dl after wearing the pod between 4 and 24 hours. Symptoms reported include passing out and their lips were blue. The patient was given carbohydrates prior to the paramedics arrival and did not require further treatment.